Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected. During preparation, the device was pulled out of the hoop. It was noted that the shaft of the device snapped and broke. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Correction: changed device lot number from 16255010 to 16381788. Changed device expiration date from 03/18/2016 to 05/10/2016. Changed device manufactured date from 07/24/2013 to 09/16/2013. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with the original pouch. The batch number on the packaging and device matched the batch number for this complaint. The balloon was tightly wrapped and there was contrast in the inflation lumen and blood on the catheter. The device was returned in two pieces; the hypotube was broken 22cm from the strain relief. The hypotube was also kinked on both sides of the break; 1cm proximal of the break and 2cm distal of the break. The device was examined under magnification. The inner shaft was flattened 12.5cm from the distal tip and the shaft at the port weld was twisted 24cm from the distal tip. Tip damage was also noted. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the broken shaft happened when the device was removed from the hoop during preparation, the presence of contrast media in the inflation lumen and shaft damage is indicative of handling beyond the reported information. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected. During preparation, the device was pulled out of the hoop. It was noted that the shaft of the device snapped and broke. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)